Event description:
Customer reports a fiber leak on the ca 210 dialyzer, reuse #3, during treatment. Info related to how the leak was noted (blood leak alarm, visible blood in dialysate lines or positive hemastix) and in what part of the treatment the blood leak occurred is not available. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.